Manufacturer narrative:
Results: evaluation found that when weight is on the floor sensor mat, the alarm does not always sound. The alarm does not sound when weight is off the floor sensor mat or when the mat is unplugged from the alarm. The product label has been torn of and is missing. (B)(4).

Event description:
The customer reported that when the pt steps on the floor mat, the alarm does not sound but when there is no weight on the floor mat, the alarm sounds continuously. The customer reported this was discovered during use but didn't provide a date when found. No pt incident or injury was reported.